Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump gave a motor error alarm during normal use. Troubleshooting revealed that the drive support cap was protruding. The insulin pump was not exposed to high magnetic fields. Attempted to rewind the insulin pump, but it was interrupted by a motor error alarm. Nothing further was reported.